Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(4) device not returned. A manufacturing record evaluation was performed for the finished device vcp500h; qcbdklt0 number, and no non-conformances were identified. The device is not being returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. If further details are received at a later date a supplemental medwatch will be sent. Trade name irgacare¿. Active. Ingredient(s) triclosan. Dosage form suture/solid/parenteral. Strength = 275 g/m.

Event description:
It was reported that the patient underwent implant surgery on an unknown date and suture was used. When tightening the suture during the procedure, the suture broke. It was reported suture breakage occurred while use on soft tissue barely under tension. A new device was used to complete the procedure which was delayed 15 minutes. There were no adverse patient consequences reported.